Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. Further evaluation of the endoscope found the cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may include improper handling of the cable. Not fully inserting the connector to the connection port on the vision side cart (vsc) can cause damage to the light guide ferrule.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 0-degree endoscope plus had a chip at the end of scope. Water damage inside case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was missing or detached from the portion of the instrument that enters the patient¿s body, therefore no fragment fell inside patient's anatomy. No injury was noted.